Event description:
During coil embolization of the basilar tip aneurysm, the dpu of the deltapaq couldn't connect to the connecting cable. The physician put the coil into the aneurysm without issue, but when he decided to detach the coil, he was unable to connect the dpu with the cable. He retrieved the coil from the aneurysm with success and put another one in. It wsa reported that a pre-deployment electrical check was not performed. There was no report of serious injury and no intervention was required.

Manufacturer narrative:
(B)(4). Complaint conclusion: the device was returned for analysis. The coil was separated from the device positioning unit (dpu). The dpu¿s electrical posts had been pushed to the floor of the cavity. Engineering determined that the dpu¿s electrical connector pins were misaligned. The lead-in chamfers of the cavity and the electrical posts were missing. The most likely root cause of the dpu failure to connect into the enpower control cable (ecb) was due to the misalignment of the dpu¿s electrical connector¿s posts and the missing lead-in chamfer located at the inside diameter of both electrical posts. It was also found that insufficient adhesive caused the pins to retract to the floor of the cavity. An internal investigation was issued to address this complaint. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.